Event description:
A malfunction alarm was reported, and the customer's pump was vibrating, blinking red, and not charging correctly while on the charging pad. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).